Manufacturer narrative:
(B)(4). This report was created to capture events related to the marathon. Same event as MDR MFR 2029214-2015-05064 based on the reported information, the catheter integrity was verified by confirming that the contrast agent was exiting only from the catheter tip angiographically prior to onyx injection. However, the onyx was seen exiting out of the side of the catheter during onyx injection. The cause of the reported tear could not be determined because the catheter has not been returned for evaluation.

Event description:
The following report was received by medtronic: during an onyx embolization of an cerebellar arteriovenous malformation (avm) hemorr hage, onyx was seen exiting out of the side of the catheter. It was reported the blood flow to an unintended artery is now permanently blocked by the embolic material; however the peripheral artery is supplying adequate circulation. The case was aborted and the catheter removed from the cerebral artery. The catheter was inspected noting a tear approximately 6 cm from the distal tip. It was reported that the catheter integrity was verified by confirming that the contrast agent was exiting only from the catheter tip angiographically prior to onyx injection. The patient's neurological status post procedure is unchanged at this time.